Event description:
A supplemental report is being submitted due to completion of the investigation on 17-sep-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot number c2111634 of echo-hd-25-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 30 may 2024. Visual inspection: distal end of needle examined, and kink observed approx. 4cm from the tip of the sheath (ipe of ruler (ipe0402)). Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-c device of lot number c2111634 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-25-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2111634. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the biopsy site." There is evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: images were received which confirmed the needle tip to be kinked. Root cause analysis: a definitive root cause could be attributed to user error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event info - notes under q.23 confirmed that the stylet was partially removed prior to the advancement of the needle which is considered user error under the precautions section of the instructions for use. The removal of the stylet would have likely led to the cascading effect of the needle kinking at the distal end due to less support provided by the absence of the stylet during the first pass. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, needle tip bent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event info - notes under q.23 confirmed that the stylet was partially removed prior to the advancement of the needle which is considered user error under the precautions section of the instructions for use. The removal of the stylet would have likely led to the cascading effect of the needle kinking at the distal end due to less support provided by the absence of the stylet during the first pass.

Event description:
Description of event: user advanced the needle through endoscope to pancreas, after first attempt user retracted the needle while found out the tip of needle bent. User then changed to a 22g needle to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: updated on 15may2024 tp 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? Yes, if no, please specify where the damage is located: procore, 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas 1. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2.2r 2l 4r ao ar 11ri 11s 6. Please describe the size of the intended target site. Unknown.7. If not with the device in question, how was the procedure performed and/or finished? Changed a new device to complete the procedure. : 8. Was the device used in a tortuous position? Yes 9. Are images of the device or procedure available? No. 10. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: : 14. What is the endoscope manufacturer and model number that was used? Olympus ultrasound endoscope 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes:¿ 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 1 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.